Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
Review of approved decoder data obtained from the generator explanted in MFR report# 1644487-2013-02961 shows that impedance values changed from 11432 ohms to 15642 ohms on 05/29/2013 indicating a lead malfunction prior to explant surgery on (B)(6) 2013. The lead was returned on (B)(6) 2013 and underwent analysis. An analysis was performed on the returned lead portion. Note that the electrode section was not returned for analysis and; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the (+) connector ring quadfilar coil appeared to be broken approximately 13mm and 16mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Two broken coil strands were observed on the (-) connector pin quadfilar coil approximately 14mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting on the surface of one of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Fluid was present in the inner tubing of the lead. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device.